Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high thresholds, low impedance, undersensing, and loss of capture, on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.